Event description:
It was reported "five claims of bad catheter use cases it was delivered and one more case was added two days later. As a result, the doctor and the patient suffered from discomfort as the blood did not stop. However, it was used despite inconvenience." This report addresses the sixth catheter.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of bleed back is inconclusive due to poor sample condition. Three photo samples of a 4 fr powerpicc catheter in use were returned for investigation. The first two photos have ¿abnormal¿ listed above them and the third photo has ¿normal¿. The first photo sample is of a powerpicc catheter in use with a 4.5 fr peel apart microintroducer. The clamp is not engaged. A dark fluid is present within a portion of the extension tubing. The luer hub cannot not be fully seen in the photo provided. The second photo shows a powerpicc without the microintroducer. A bead of blood is present at the insertion site. The third photo shows a 4 fr powerpicc on a blue surface. The microintroducer is present over the catheter. The exact cause could not be determined from the photo samples provided; therefore, the complaint is inconclusive due to poor sample condition. The product IFU directs ¿stabilize the catheter position by applying light pressure to the vein distal to the insertion site. Slowly remove the stylet. Place a finger over the catheter opening to minimize blood loss. Aspirate and flush. Attach primed extension set and/or sterile normal saline-filled syringe. Aspirate for adequate blood return and flush each lumen of the catheter to ensure patency. In addition, lock each lumen of the catheter with heparinized saline. Usually, one ml per lumen is adequate.¿ a lot history review (lhr) of recr2472 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (recr2472) have been reported from the same facility in south korea.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recr2472 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (recr2472) have been reported from the same facility in (B)(4).

Event description:
It was reported "five claims of bad catheter use cases it was delivered and one more case was added two days later. As a result, the doctor and the patient suffered from discomfort as the blood did not stop. However, it was used despite inconvenience." This report addresses the sixth catheter.